Event description:
A malfunction alarm was reported by the customer, displaying malfunction code 0 with a fault ID of 0-0x24d3. There was no adverse impact to the customer's blood glucose level. Customer was given instructions to reset the pump, which they successfully did with help from technical support. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue recurred.